Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery did not meet the physician¿s longevity expectations. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 419688 lead, implanted (B)(6) 2010; 694765 lead, implanted (B)(6) 2011; 310c31 mitral valve, (B)(6) 2013. (B)(4).